Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolut-2329; lot #: 0011748993; ubd: unknown; UDI#: unknown; product ID: l-evolut-2329; lot #: 0011746882; ubd: unknown; UDI#: unknown; product ID: temporary pacing lead (non-medtronic product); lot #: unknown. Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a right ventricular perforation oc curred from the non-medtronic temporary pacing wire. The patient required a pericardiocentesis, two units of packed red blood cells, and two units of fresh frozen plasma. Following the procedure, the patient was transferred to the intensive care (ICU) unit with a pericardial drain in place. Upon arrival to the ICU, the patient was intubated due to emesis and the inability to protect the airway. Multiple vasopressor medications were initiated. The following day, the patient was extubated and placed on bilevel positive airway pressure (bipap). An echocardiogram showed a trivial pericardial effusion. Two days after valve implant, the pericardial drain was removed. A transthoracic ultrasound was performed, and no pleural effusion was observed. The patient was switched from bipap to high flow nasal cannula. Additionally, the patient¿s 24-hour post procedure electrocardiogram showed atrial fibrillation with rapid ventricular response. An intravenous antiarrhythmic medication was administered, and the patient converted back into normal sinus rhythm. Four days following valve implant, the antiarrhythmic medication route was adjusted to by mouth; however, the patient converted to atrial fibrillation again the following day. The arrhythmia was reported as resolved eight days following valve implant. No additional adverse patient effects were reported.

Event description:
Additional information indicated that 2 days following the valve implant a bilateral ultrasound noted no significant pleural effusion bilaterally. A chest x-ray performed 3 days following implant noted a small left and right pleural effusion. The fourth day following the valve implant a chest x-ray noted atelectasis verse a small consolidation. Four days later, a repeat x-ray noted a stable left basilar opacity and atelectasis. A moderate left pleural effusion consult noted with no indication for thoracentesis. As reported, the procedural pericardial effusion caused a fluid overload. Seven days following the valve implant procedure acute on chronic diastolic heart failure was identified. Treatment included intravenous (IV) fluid resuscitation with IV diuretic to remove the extra fluid up to the fourth day following the valve implant. The acute diastolic heart failure episode resolved 8 days following onset. The physician indicated this episode was causal to the procedure but unrelated to the medtronic products.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.